Event description:
The pt's PICC had an injection cap-brown safesite valve-that needed to be changed. As rptr was removing safesite valve from the end of the "peripherally inserted central catheter, the safesite cracked off, with the male end of the safesite, stuck inside of the PICC. Pt had to go to hospital to have PICC repaired, so that his therapy could continue.